Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly calcified, 90% stenosed proximal left anterior descending artery. Pre-dilatation was performed with a 2.5x15 mm non-abbott balloon catheter first, followed by additional dilatation with the 3.0x15 mm trek rx balloon catheter; however, the balloon ruptured during the first inflation at 8 atmospheres. There was no resistance felt during advancement of the balloon catheter to the lesion. A new non-abbott balloon catheter was used to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; guide cath: heartrail ii 6f jl3.5. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.